Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route- dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the refills broke off from the sides of the flosser. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route- dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the refills broke off from the sides of the flosser. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A review of the data associated with this complaint category revealed no adverse trends. The field sample was received open and used. Sample did not contain a valid lot number since original packaging was incomplete. Three access heads from product reach access daily flosser, were received. The returned field sample was examined and heads appear used and present the floss detached from one side of the head. Field sample did not allow further evaluation according to specifications. A review of the investigation documentation did not indicate reach access daily flosser failed to meet specifications. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.